Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty. The device was unable to fire, the component were broken, there was no clothing and cutting while being applied to the stomach. No component fell into the patient cavity. A new device was used to complete the case. There was no patient injury.